Event description:
Reportedly, when an attempt was made to administer defibrillator therapy to the pt, the device prompted that the therapy cable was not attached. The attached therapy cable was removed and standard paddles were successfully utilized with the device to treat the pt. Pt outcome was not reported, but the reporter stated pt outcome was not affected, due to use of the standard paddles.